Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of broken transfer set could not be confirmed in the lab. Therefore, the root cause of the cannot be determined. A batch review could not be performed since the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The patient reported that the spike of the set was broken. However, it was not confirmed at the hospital. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation of the sample has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.